Manufacturer narrative:
(B)(4). The customer's reported complaint of channel disconnect event was confirmed and replicated on the returned device. During testing of the returned system, a channel disconnect alarm occurred that was followed by a communication error. Physical inspection of the source pump module did confirm that the iui connectors had contamination that could produce communication error events. Contaminates were also found on various iui pins on the returned associated pcu device. Dried fluid residue (white in color) could also be seen on the body of the iui connectors. The logs show that on (B)(6) 2013 at approximately 6:05 pm, the user programmed and started a basic infusion at a rate of 40 ml/hr and a vtbi of 40 ml. At approximately 8:07 pm a channel disconnect event occurred that was followed by a communication error. The event would have been accompanied by an audio alarm and a channel disconnect message on the pcu display. The pump module continued infusing at a rate of 40 ml/hr until the user pressed the system off key at 8:12 pm, powering down the pcu device. The logs show that another channel disconnect event occurred on (B)(6) 2013 at approximately 2:26 pm that was infusing at a rate of 120 ml/hr. Either and/or both interfacing iui connectors between the pump module and pcu could have been the source for the communication error event. The suspect iui connectors were replaced on the source pump module and associated pcu and the device was allowed to infuse for over 12 hours with no alarms or malfunctions occurring during the test infusion. The root cause of the channel disconnect events is being attributed to external contaminants on the iui connector contacts.

Event description:
The customer reported "channel disconnected" messages. Customer stated she does not have the specific wording for the error that occurred but did say the channel was not communicating and a red screen was displayed. The infusions (tpn, intralipids and regular IV fluids) had been in process for several hours and was not touching anything and the pump was not being moved. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided.